Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ use error-underage : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ crease flat observed on the device.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Healthcare professional additional reported baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported left capsular contracture baker grade IV in a 20 year old. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii/IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.